Event description:
Information was received indicating that a cadd ms3, mdl 7400 pump was not detecting the syringe for loading.

Manufacturer narrative:
Other text: corrected data: h1, corrected data: corrected data h1: type of reportable event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional inspections were performed. The device was found intact, no damage found. There were no alarms noted in the event history log (ehl). The inspection found that the device had an error 116 during power up, and further found that the motor is faulty. The cause of the error code was due to a faulty motor. The technician will replace the motor. The root cause of the reported issue cannot be determined.

Event description:
Additional information reported that the complaints did not occurred while in use on a patient or contributed to a patient incident.